Event description:
It was reported that during priming the device gave error 211: faulty delivery device. The procedure was cancelled as the patient was present and sedated. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.